Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the external pulse generator (epg) failed atrial sensitivity test for 10mv. Analysis determined that the output connector assembly was broken. The hanger assembly and lower case were broken. The keypad was scratched. The display flex was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed atrial sensitivity test for 10mv. The epg was returned for service. There was no patient involvement.